Manufacturer narrative:
The calcium reagent lot number was 80728901, with an expiration date of 30-sep-2025. Calibration and controls were acceptable prior to the event. Upon review of the alarm trace, sample clot detection, sample foam detection, and abnormal aspiration errors were observed. The field service engineer found a loose rinse mechanism head. The rinse mechanism was tightened. Calibration, controls, and precision studies were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they had controls that recovered out of range for calcium gen. 2 on the cobas 8000 c 702 module. The customer tried re-calibrating, but controls were still outside of range. The customer then replaced the reagent pack with a new one, calibrated it, and ran controls. Controls recovered within range. The customer then repeated testing for 25 patient samples and 7 of them required corrected reports. The customer provided examples of data for two patient samples with discrepant calcium results. The first sample initially resulted in a calcium value of 11.6 mg/dl. The sample was repeated on a second analyzer, resulting as 9.7 mg/dl. The sample was also repeated on the original analyzer, resulting in a value of 9.6 mg/dl. The 9.7 mg/dl value from the second analyzer was deemed correct. The second sample initially resulted in a calcium value of 7.9 mg/dl. The sample was repeated on a second analyzer, resulting as 9.5 mg/dl. The sample was also repeated on the original analyzer, resulting in a value of 9.2 mg/dl. The 9.5 mg/dl value from the second analyzer was deemed correct.